Manufacturer narrative:
Visual inspection performed by r&d department: during revision surgery, the tibial insert was found disengaged from the baseplate. A visual inspection of the explanted tibial insert, which was sent for investigation, revealed dents and scratches on its posterior bottom surface. The posterior features of the snapping mechanism appeared damaged and deformed, showing incisions corresponding to the negative shape of the outer contour of the baseplate. These signs were most likely caused when the disengaged insert, resting on the baseplate, was subjected to compressive forces from body load. It is suspected that the insert may not have been properly engaged during the primary surgery; however, no conclusive evidence is available to confirm this. Based on visual inspection, there is no indication that the event was caused by a faulty device.

Event description:
At about 3 years from primary patient reported pain and swelling. Implants are well fixed. Upon opening it was clear that the insert was no longer engaged in the tibia and it was replaced with a liner of the same size. No screw was used in the primary surgery.

Manufacturer narrative:
Batch review performed on 20-01-2024 lot 2005730: (B)(4) items manufactured and released on 07-09-2020. Expiration date: 2025-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r(k090988) lot 2102498: (B)(4) items manufactured and released on 27-04-2021. Expiration date: 2026-04-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.